Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a death. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a balloon was used in a patient after being diagnosed with hypertension, cachexia, unstable angina, and heavily calcified left anterior descending artery lesion. Multiple balloons were used to place the stent and at some time post the stent deployment, the patient was deceased due to the cardiac arrest, post percutaneous coronary intervention ventricular fibrillation arrest and the heart failure. There were no balloon related technical difficulties identified within the provided medical records. The patient was reportedly expired.

Event description:
It was reported through the litigation process that a balloon expandable stent was placed in a patient after being diagnosed with hypertension, cachexia, unstable angina, and heavily calcified left anterior descending artery lesion. At some time, post stent deployment, it was alleged that the device was difficult to be removed after an unsuccessful percutaneous removal procedure and material deformed. The patient reportedly expired due to cardiac arrest, post percutaneous coronary intervention ventricular fibrillation arrest and heart failure.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.